Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited pacing impedance measurements greater than 2,000 ohms. Additionally, noise was observed on the rate/sense channel. The high pacing impedance measurements and noise could not be recreated in clinic. An invasive procedure was performed. The device was successfully explanted and replaced. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.